Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported he has been experiencing elevated blood glucose since using the infusion sets. Patient stated there was an incident where the infusion set cannula was crimped at the end and another incident where he smelled insulin. Patient reported he never felt the insulin. Patient stated his blood glucose level has been 300-400 mg/dl. Patient's normal blood glucose range is 130-170 mg/dl. Patient reported when his blood glucose level is elevated, he would change the infusion set and bolus accordingly to reduce the blood glucose levels. Patient has discarded the alleged infusion sets. Reviewed patient's user technique. The patient did not require assistance from a healthcare professional or second party to address the issue replacement infusion sets were sent; no product return was requested.